Manufacturer narrative:
The reported event, housing opened, was duplicated. Through visual inspection, the technician confirmed that the delrin ball was missing and the guide rails were broken due to improper sterilization. A chemical attack can occur on the housing as a result of improper cleaning practices, including improper rinsing, use of improper concentration of a basic disinfectant. Device is placed in parts retention.

Event description:
The customer reported that the system 6 aseptic housings were opening up on several occasions. After return to the manufacturer facility it was found that the delrin ball is missing from the latch mechanisms which can cause the housings to open up and expose the non sterile battery to the surgical site. There was no medical intervention or adverse consequences reported.